Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the multiple anomalies. The customer's blood glucose was unknown. The customer stated that there was random no delivery alarms,, insulin pump was rejecting batteries and buttons harder to press and has to press several times to get it to respond. The troubleshooting was not performed. The insulin pump will be returned for analysis.